Event description:
It was reported when using the bd vacutainer® push button blood collection set, the product experienced blood splatter or sample leakage from the device. The following information was provided by the initial reporter. The customer stated: when sampling blood, the tube did not fill and blood was leaking (drop by drop) at the base of the needle, at the junction between the needle and the wing.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h10.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the product experienced blood splatter or sample leakage from the device. The following information was provided by the initial reporter. The customer stated: when sampling blood, the tube did not fill and blood was leaking (drop by drop) at the base of the needle, at the junction between the needle and the wing.